Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets on the medstation were out of range in the drawer. A field service engineer verified that the customer unloaded the drawer and contacted a technical support specialist to unload the cubie pockets that were out of range. The customer then reloaded all the medications back into the drawer under the guidance of technical support specialist and successfully inventoried it. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a scanner issue. The customer stated that the user was able to retrieve medication from another station. There were no adverse events or injuries reported based on this event.